Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The device was removed from the patient's body by normal method without any problem and the procedure was completed with a different device. No patient complications were reported and patient was good post procedure.